Manufacturer narrative:
The results of the investigation concluded that all three leaflets of the valve contained stent post adjacent tears, as well as fibrous pannus ingrowth on the inflow surfaces of leaflets 1 and 3 and outflow surface of leaflet 3. Stent post 1 was bent outwards. No acute inflammation or significant calcifications were found. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the tears or pannus was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown.

Event description:
On (B)(6) 2012, a 23 mm trifecta valve was implanted in a (B)(6) year old male. On (B)(6) 2017, the patient presented with shortness of breath and dyspnea on exertion and two cusp tears near the stent posts were visualized via tte and tee. The valve was explanted and replaced with a large livanova perceval valve. The patient is reported to be recovering.

Event description:
On (B)(6) 2012, a 23 mm trifecta valve was implanted in a (B)(6) male. On (B)(6) 2017, two cusp tears near the stent posts were visualized and the valve was explanted and replaced with a large livanova perceval valve. The patient is reported to be recovering.